Event description:
It was reported that a female 64-year-old patient, presented for pain and recognized dislocation of the neck repositioned through the patient itself, after 2 years and 9 months.post-operative advice was according to treatment scheme and followed by the patient.revision surgery occurred, during which neck was exchanged.

Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (returned device, device history record review, medical imaging, complaint history review), it appears that the failure is primarily related to an overstress on the prosthesis due to inappropriate neck size choice (too long). This caused cup migration (visible at 6 weeks post op) leading to conflict and dislocation. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.